Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per follow-up, the patient has not been following up according to their plan of care and there is no further information available at this time. Per the instructions for use of the device, pump pocket seroma is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Clinical specialist (cs) reported that a patient has a large fluid collection in their back around the pump. Patient's current physician reported to the cs that they have agreed with the patient that the pump is no longer a good option for them and they want to explant. Explant has not yet been performed.